Event description:
It was reported that the metal part of the reload is visible bent and these look like they have been damaged in transit. Alternative vasecr35 was opened. No patient consequences reported.

Manufacturer narrative:
(B)(4). Batch #: unk. Additional information was requested, and the following was obtained: was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) No what is the most current patient health status? Discharged. Photos attached. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.

Manufacturer narrative:
(B)(4) date sent: 4/28/2023 d4: batch # 550a06 investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that one (B)(6) reload (b) was received unfired, with the reload body damaged and bent. No functional test was performed due to the condition of the reload. It is possible that the damage noted on the returned reload was due to improper handling of the reload. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 550a06, and no non-conformances were identified.